Event description:
Simon nitinol filter placed in 2005 found to be fractured. Pt is asymptomatic, referred for possible removal. Counseled that this is a permanent filter and it should be left in place. FDA safety report ID# (B)(4).